Event description:
On 12/25/94 the pt, a 64 year old 5 feet 2 inch male, who was admitted to the hosp with unstable angina, had an episode of refractory angina and hypotension. The pt was placed on a dopamine drip for his blood pressure and became tachycardic. The pt underwent to insertion of an intra-aortic balloon without difficulty. Following insertion, the catheter was connectred to the intra-aortic balloon pump, and it was immediately noticed that the balloon did not inflate. Simultaneously it was noted that the pump alarms did not trigger. The physician intervened and was able to inflate the ballon manually. A second intra-aortic balloon pump was brought into the room and connected to the intra-aortic balloon catheter, but again, the balloon did not inflate and the alarms did not trigger. The intra-aortic balloon catheter was removed and a second one was inserted. The second balloon catheter was connected to each of the previously used intra-aortic balloon pump consoles, but the balloon did not inflate and the alarms did not trigger. The physician again was able to manually inflate the balloon. The physician removed the second intra-aortic balloon catheter and inserted a third balloon catheter. Attempts to inflate the third balloon catheter were made with both consoles, but the balloon did not inflate and the alarms did not trigger on either of the consoles. A third balloon pump console was used and connected to the balloon catheter but again, the balloon did not inflate and the alarms did not trigger. An attempt to manually inflate the balloon was made, but was unsuccessful. The pt became unresponsive and hypotensive. Attempts to resuscitate the pt were made and were unsuccessful. On 1/10/95 ecri evaluated the intra-aortic balloon pumps and catheters used on this pt and noted them to be in good general condition. Ecri speculated that the intra-aortic ballon did not inflate in this pt due to an anatomical anomaly. They noted that the use of a 40cc balloon as opposed to a 34cc balloon in this pt may have contributed to the difficulties in inflation. Additionally, it was noted that due to the pt's tachycardia at a rate above 120, the intra-aortic balloon pump console was unable to detect balloon and catheter problems to trigger the alarm.